Event description:
It was reported that upon deployment of vena cava filter in a pt with end stage cancer, with tumors around the ivc wall, a few filter limbs appeared to cross over one another. The ivc diameter was reported to be 14mm and the filter could not expand very far. Images demonstrated several limbs successfully anchored in the ivc wall. The physician felt the filter was in good position and was well anchored in place and he did not reposition the filter. The pt is asymptomatic and no injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.